Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. Additionally, an altitude alarm occurred. The pump was not outside the labeled altitude operating range. The customers blood glucose level was 115 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.